Event description:
It was reported that this inflatable penile prosthesis pump component was replaced as the patient was dissatisfied with the device due to inflation and mechanical issues. The pump would inflate the device 50-75 percent then go flat and be easy to pump but not moving fluid to the cylinders. The cylinders and reservoir remained implanted and connected to the new pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis pump (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump tubing to the cylinders was cut down to the pump strain relief junction; the tubing was not returned for analysis. The pump passed the leak test and functional testing. Based on the information available and analysis results, the mechanical issue, flat pump, and inflation issue was unable to be confirmed as no problem was detected.

Event description:
It was reported that this inflatable penile prosthesis pump component was replaced as the patient was dissatisfied with the device due to inflation and mechanical issues. The pump would inflate the device 50-75 percent then go flat and be easy to pump but not moving fluid to the cylinders. The cylinders and reservoir remained implanted and connected to the new pump. No patient complications were reported.